Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 green reload accessory involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the reported complaint. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review and during in-house testing. A review of logs show the reload failed firing at 99.5%. Additional observations related to the customer reported complaint: the reload was disassembled in-house for inspection and the reload was found to have blade damage. Cartridge damage was also observed around the proximity of the observed exposed blade. No missing material. In addition, pusher damage was observed on multiple pushers along the reload. Failure analysis engineer reviewed the images and did not find any staples stuck in the reload that were trapped or malformed. Intuitive surgical, inc. (Isi) has also received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm, but could not reproduce the reported complaint. The instrument was found to have a firing failure based on log review, but was not replicated during in-house testing. Logs show error code 22030 with a p1=1. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument initialized, clamped, fired and unclamped without any issues. An instrument log review was conducted, which resulted in the following findings: the logs showed that the customer used sureform 60 stapler instrument part# 480460-09 lot# l90210322-0117 on (B)(6) 2021 during a sleeve gastrectomy procedure with system sk0534. There were 7 uses remaining for the stapler instrument. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event.

Event description:
It was initially reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, a sureform stapler staple line was bunched up and didn't hold, no harm to the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the original reporter and obtained the following information: the clinical sales representative was not present in the case, but the surgeon did discuss what happened. The surgeon stated when the jaws were clamped down on the tissue, the compression was causing the tissue to bunch up on the end. This caused the staple line to have malformed staples and create a hole, the surgeon did not want to staple again and made the decision to sew over the staple line. She stated the target tissue was the stomach and the stapler was never used on vascular tissue. Isi made numerous attempts to contact the robotics coordinator and the surgeon, but was not able to obtain any additional information.